Event description:
While performing a svc on an unrelated matter, the co customer svc engineer observed the loss-of-power alarm to be non-functional. The cse removed and replaced the alarm assembly and the unit passed its functional tests. This report is not an admission by co that this device caused or contributed to the event alleged in this report.